Event description:
During surgical procedure, physician accidentally stepped on the foot control pedal to the bovie - this activated the hand control bovie which was lying on the pt's right anterior thigh. A bovie burn occurred, which was excised and closed per plastic surgeons. It was thought that hand-held controls worked independent of the foot controls.